Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the system failed to boot up. It was confirmed that the software was defective. The fse replaced the os disk and reinstalled the os and application software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced os (operative system) disk and reinstalled the os &application software. The device was returned to expected functionality.